Event description:
It was reported the patient experienced stimulation in the wrong location. It was stated that reprogramming did not solve the problem. The stimulation was in the correct place for the first two months, but had moved. The reporter stated there is no known accident or incident related to this complaint. The patient was planning to have their system revised to a "2x8 rechargeable system." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 748940, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted, product type: extension, product ID 7434a, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient product ID 3888-33, lot# v804743, serial#, implanted: 2011 (B)(6), explanted, product type: lead. (B)(4).